Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that an empty intravia container with pvc port had particulate matter found on its port. The particulate matter was observed before compounding of the bags began. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 5.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual sample was not received for evaluation. However, two unused (companion)units from the same lot number were received for evaluation. No defects were observed during visual inspection. Specification requirements were met. The reported condition was not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.